Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding pumping - intermittently stopped. There was no harm reported.

Manufacturer narrative:
Corrected fields: e1- event site telephone and event site state, h6- (type of investigation, investigation findings). Updated fields: b4, g3, g6, h2. Event summary and root cause evaluation: it was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) was pumping intermittently. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer stated the pump had been left in standby for approximately 12 hours while the catheter remained in the patient. The customer declined troubleshooting and requested the representatives contact information. It was advised that extensive standby poses a risk of clot formation and need for surgical removal of the catheter. The customer indicated the provided planned to remove the catheter shortly. Esp personnel encouraged calling back if additional assistance was needed. Based on the conversation provided there was a pump working intermittently and the customer requested the representative's name. No troubleshooting was done as the customer refused and the provider would remove it shortly. Therefore, no root cause evaluation can be performed.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 . Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer stated the pump had been left in standby for approximately 12 hours while the catheter remained in the patient. The customer declined troubleshooting and requested the representative's contact information. It was advised that extensive standby poses a risk of clot formation and need for surgical removal of the catheter. The customer indicated the provided planned to remove the catheter shortly. Esp personnel encouraged calling back if additional assistance was needed.

Event description:
N/a.